Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned for evaluation. The safety clip was missing. The tuohy borst adapter was open. The 2- way stop cock was missing. There were two kinks, one at the guiding tube and one 40 mm from the tip. The stent was partially released for 5mm. The inner catheter and filling material protruded 15mm from the tip. The system was torn off in the area of the catheter reinforcement and elongated in that area. The complaint is confirmed. The condition of the sample leads to conclude the occurrence of high friction forces during introduction, may finally have resulted in the described deployment difficulties and the fracture of the outer sheath. However, on the basis of the info received and the examination results of the returned sample, the exact cause for the tear off of the outer sheath of the catheter cannot be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported that during a stent graft of an av fistula, the device failed to deploy. A 9f sheath and a 0.035 guide wire were used for the procedure. " the intended implantation site was in a prosthetic dialysis graft with a hole in it, actively bleeding into the subcutaneous tissues. The first 8x4 stent would not deploy, even with max tension. The 2nd deployed with no trouble covering the hole and stopping the bleeding." No reported injury to the pt.